Event description:
Ralc45 dlu calibrated, opened/closed without difficulty, got into green firing range, and fired staples completely. The anvil opened freely after it was fired but there were malformed staples on the distal side.